Event description:
It was reported that, upon priming the perfusion circuit using a fusion oxygenator device, crystalloid priming solution was observed dripping from the bottom of the fusion membrane oxygenator onto the floor. The leak was reported to have originated from the component (fusion membrane) rather than a tubing connection, and it did not occur in multiple packs. The oxygenator was replaced, priming was resumed, and the case was completed without issues. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.